Manufacturer narrative:
PMA/510k: k142688. Device evaluation: 1 unit of echo-hd-3-20-c device of lot number c1663118 involved in this complaint was returned for evaluation, with the original packaging under (B)(4). It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Clarification was requested from cirl engineering in relation to the following; ¿as you can see from the answer to q.8 of the additional questions the stylet was not in place when advancing into the target site which would be user error. Could this potentially have led to the complaint issue of no ultrasonic imaging? If not, then I will have to request an additional pr for the user error related to the stylet.¿ reply was received as follows; ¿I don¿t believe they're related'. As a result (B)(4) was opened to investigate user error-stylet not in place when advancing into target site which this file will investigate. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 14 july 2020 and further evaluation on 22 july 2020. The returned device lab findings and observations can be referred through the attached files. No defects were observed on the returned device. Dimpling was observed on the distal end of the needle. A piece of material was observed on the distal end of the needle when the needle was advanced. This material was flushed with water and no change in colour observed. The material was then pressed against and its form changed indicating that it is likely biological matter. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1663118 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1663118. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This will be investigated under this file (B)(4). Root cause review: a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Can you please open up a 2nd pr for "user error-stylet not in place when advancing into the targeted site" as detailed in q.8 of the additional questions? This would not have any link with the complaint description detailed in (B)(4) hence the request for the additional pr. I believe the date aware of the new pr should be 06 july 2020 as this was the date of the clarification from engineering.